Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. According to the reporter, they also used stomahesive powder. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc durahesive flexible wafer with flexible collar and this event is deemed possible because the product in use is temporally associated with the skin where the problem occurred. No add'l event/pt details have been provided to date. A return sample for evaluation is not expected. Should add'l info become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2013. Note: the actual date of event is unk, so the date used was the date that convatec became aware.

Event description:
Red; irritated skin with scant open areas with minimal clear drainage on peristomal skin beneath where eakin is applied.